Manufacturer narrative:
The sample is not available for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A few days after insertion, the tube detached from the drip chamber.